Manufacturer narrative:
Date sent to the FDA: 3/22/2021.

Manufacturer narrative:
Date sent to FDA: 9/22/2020. H6 patient code: 3191 - bulging. Additional information: d4. Additional b5 narrative: it was reported that the patient underwent incisional debridement on (B)(6)2012 during which the surgeon noted the abscess cavity was entered and debris was encountered. Mesh exposure was noted and a vac was placed. It was reported that the patient experienced nausea, bulging, stress and anxiety. No additional information is provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012. It was reported that the patient experienced severe pain, inflammation, seroma, infection and abscess. No additional information is provided.